Manufacturer narrative:
Evaluation completed. One opened bl5425w pack from lot v3510 was returned. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. However, the connection that was approx 10 inches from the back of the cutter was loose. After tightening the connection, a functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and the cutter aspirated as it should. The cutter performed as intended. It should be noted that a loose connection could contribute to poor cutting performance due to loss of vacuum. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported during the procedure, the cutter stopped cutting. They opened another pack to complete the surgery with no issues.